Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') and embedded device ('essure device was encroaching into the endometerium') in an adult female patient who had essure (batch no. 825627) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches,"). In (B)(6) 2017, the patient experienced dyspepsia ("heart burn"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2017, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast,") and vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), hot flush ("hot flashes"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and metrorrhagia ("metorhagia (bleeding b/w periods)"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy, oophorectomy (one side)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, nausea, migraine, vulvovaginal mycotic infection, hot flush, alopecia, vaginal discharge and weight increased outcome was unknown, the dysmenorrhoea, dyspareunia, pelvic pain, menorrhagia, abdominal pain, metrorrhagia and vaginal haemorrhage had resolved and the fatigue and dyspepsia was resolving. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, fallopian tube perforation, fatigue, hot flush, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia,dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: pfs and mr received. Reporters information updated. Lot no. Were added. Event:abnormal bleeding (vaginal ), nausea, migraines / headaches, vaginal yeast infection ,hot flashes, fatigue, heart burn, hair loss, vaginal discharge ,weight gain and essure device was encroaching into the endometrium were added.lab data and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') and embedded device ('essure device was encroaching into the endometerium') in an adult female patient who had essure (batch no. 825627) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2011, the patient had essure inserted. In (B)(6) of 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) of 2016, the patient experienced migraine ("migraines / headaches,"). In (B)(6) of 2017, the patient experienced dyspepsia ("heart burn"). In (B)(6) of 2017, the patient experienced dysmenorrhoea ("dysmennorhea (cramping). In (B)(6) of 2017, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast, and vaginal discharge ("vaginal discharge"). In (B)(6) of 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding), vaginal haemorrhage ("abnormal bleeding (vaginal), nausea ("nausea"), hot flush ("hot flashes"), fatigue ("fatigue") and alopecia ("hair loss")on an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and metrorrhagia ("metorhagia (bleeding b/w periods). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy, oophorectomy (one side). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, embedded device, nausea, migraine, vulvovaginal mycotic infection, hot flush, alopecia, vaginal discharge and weight increased outcome was unknown, the dysmenorrhoea, dyspareunia, pelvic pain, menorrhagia, abdominal pain, metrorrhagia and vaginal haemorrhage had resolved and the fatigue and dyspepsia was resolving. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, dyspepsia, embedded device, fallopian tube perforation, fatigue, hot flush, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Hysterosalpingogram - in (B)(6) of 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia,dysmenorrhea. Lot number: 825627 manufacturing date: 2011-01 expiration date: 2014-01 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc . We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain") and metrorrhagia ("menorrhagia (bleeding b/w periods)"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation outcome was unknown and the dysmenorrhoea, dyspareunia, pelvic pain, menorrhagia, abdominal pain and metrorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, metrorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- perforation: fallopian tubes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic / abdominal pain, menorrhagia (heavy menstrual bleeding),menorrhagia (bleeding b/w periods). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.